Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that the clinician obtained several sets of electrode pads (one same lot 1518 and one different lot 1218 - manufacture date of 3/19/2018 expiration date of 12/19/2019) to continue treating the patient and the "check pads" message appeared. The complainant indicated that this caused a delay in the treatment of the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes were not returned for evaluation. Instead, an un-opened set of electrode pads were returned. The reported problem could not be verified. The un-opened electrode pads returned passed visual inspection with no discrepancies noted. Two lots 1518 and 1218 were pulled for retained sample testing. None of the units resulted in a check pads message when subjected to simulated testing. Analysis of reports of this type has not identified an increase in trend.